Manufacturer narrative:
Model number/catalog number unk-p-ipp, serial number null, batch/lot number n/a, model/catalog description unknown. Model number/catalog number 72404155, serial number null, batch/lot number 722465001, model/catalog description reservoir 65 ml pc/iz.

Event description:
It was reported that the patient experienced unspecified issues with an inflatable penile prosthesis (ipp). A revision surgery was performed. No data was available to determine exact dates and components associated to the revision surgery. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. Lot numbers were provided on an original implant pif, however, it did not include the cylinders and pump lot number. Explanted ipp was eight years old and it was said it had "failed". It was further reported that the patient experienced fluid loss leading to the revision surgery. Additional information was received in which the patient stated having "a lot of pain and suffering" because the device didn't work and wanted to be reimbursed. Patient also indicated that physician discarded the device because "it had to be cut out in pieces" so the device would not return to boston scientific.